Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument was found to have thermal damage to the yaw pulley. The yaw pulley had charring and/or localized melting on the outer surface one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. A review of the procedure logs indicated that a monopolar instrument was used during this case. Root cause of thermal damage exposed electrode instrument bipolar yaw pulley is attributed to inadvertent energy application from a monopolar instrument.

Event description:
It was reported that the fenestrated bipolar forceps instrument had a burn mark on the plastic near the tip. The customer reported event has no report of patient injury. Intuitive followed up with the initial reporter and obtained the following additional information: there was no injury to the patient or procedure delay.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.